Event description:
It was reported to philips that during a stable elective synchronized cardioversion procedure, the clinical staffs shocked the patient 6 times in a row and when trying to deliver a shock for the 7th time, it showed message "perform op check" and message "therapy disabled". Staff was able to shock the patient a 7th time after the messages appeared. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, there was no harm or patient injury.

Event description:
It was reported to philips that during a stable elective synchronized cardioversion procedure, the clinical staffs shocked the patient 6 times in a row and when trying to deliver a shock for the 7th time, it showed message "perform op check" and message "therapy disabled". Staff was able to shock the patient a 7th time after the messages appeared. There was no harm or patient injury. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 14-feb-2022. An evaluation was completed and the fse was unable to replicate the alleged failure. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required, however bench repair recommend the customer replace their therapy cable. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.